Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
The video was great, but the printed instructions didn't mention removing the hard plastic base, which makes a huge difference. This package has considerably less moldable material than the rest assured I've brought in the past. Biting down to the plastic base means that my teeth are not protected from grinding against each other.